Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a chipped acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped acoustic lens, the cause was traced to a component failure without any design or manufacturing issue due to problems caused by excessive or inadequate physical force exerted on it by another object, resulting in wear, bending, deformation, fracture, and fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.